Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had displayable history crc check failed on startup alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that the alarm occurred one hour after when the customer changed the insulin pump battery. The customer reports they were able to clear the alarm. Customer reports insulin pump did not require rewind. The customer states a basal was not programmed before the alarm. Customer states the pump was not stored without a battery or a dead battery for an extended period of time. Customer states the alarm did occur during normal use. The device will not be returned for analysis.